Event description:
Customer states: during use on patient, upon cuff check test was performed, a nurse manager realized a greater difficulty in using the syringe than usual. It could be used to inject the air into the cuff but could not deflate the cuff. The caller reported the nurse confirmed the cuff pressure would not decrease. Information provided suggest that decannulation/recannulation of a replacement tube was required. Covidien is attempting to collect further details surrounding the circumstances of this report.

Manufacturer narrative:
The sample is expected to be returned for analysis.